Manufacturer narrative:
Returned to manufacturer on: the date of investigation has been used for this field. Initial reporter phone#: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 80834 with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd sedi-40 had "erroneous results".